Event description:
(B) (6) patient with complex medical history was taken to the operating room for removal of a leaking broviac catheter and placement of central line. The old incision was reopened and the catheter was located without difficulty. The catheter was transected and the external portion of the catheter was dissected free from the exit site. A guide wire was used to pass down the catheter in an attempt to dilate the external jugular vein and insert a larger catheter. During this process, the distal segment of the catheter slipped along the wire and the fragment could not be located. Fluoroscopy was utilized and it was noted that fragment had progressed intravascularly. As the surgeon attempted to pull back on the wire, the tubing slipped further and migrated to the right atrium. The guide wire was removed and the patient was taken to the cardiac cath lab where the fragment was removed via a femoral vein catheterization. The patient was transferred to the recover room in satisfactory and stable condition. No further complications were noted and the patient was discharged the following day.